Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous left superficial femoral artery. After the non bsc guide wire crossed the lesion the mustang 4.0 x 40, 135cm balloon was advanced to the lesion. On the first inflation, the balloon ruptured at an unknown atmosphere. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). As the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).